Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient experienced bent cannula event on (B)(6) 2025. The site location was lower back. The infusion set was in use for 3 days. No further information available.